Manufacturer narrative:
Zipper damage, results: large window a the zippers slider body is open, front side of the mattress envelope surface has 10 inch broken stitches, front side a literature bag has a hole in the netting. Large window b the zippers slider body is open, backside b right houdini strap has 1 inch broken stitches. Conclusions: no conclusion can be drawn.

Event description:
It was reported that the posey bsc has a zipper that is damaged, the reporter could not specify what panels. No pt injury reported.